Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator stopped using their device due to perceived lack of efficacy. The patient also noted they were unaware the device required charging. The patient was seen in clinic and device could not be interrogated. A surgical procedure was scheduled to replace the device. No further information has been provided to date.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 1201. Serial number: (B)(6). Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4). Additional information: b5 updated. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk document 103-0092 (system hazard analysis, axonics snm system) was reviewed. Ineffective or loss of therapy - short term due to no stimulation from patient forgetting to or is prevented from charging ipg (use error, protective circuit operation in charging device, etc.) Has a severity 1 (minor) and occurrence 3 (occasional, 1% > n greater than or equal to 0.1%) based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient with this neurostimulator stopped using their device due to a lack of efficacy. The patient also noted they were unaware the device required charging. The patient was seen in clinic and device could not be interrogated. A surgical procedure was scheduled to replace the device, but the patient decided not to proceed with an explant. There were no patient complications.